Event description:
The customer reported the ventilator alarmed due to an oxygen device failed occurrence. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation mode use. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse reported when o2 was set to 80% on the device, the ventilator would alarm and the test certifier displayed 21%. The fse replaced the cpu pcb board to address the reported problem. Applicable final testing was completed per operating specifications and passed.